Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results: bd received 5 actual samples and 6 photos from the customer facility for investigation in support of this complaint. The samples and photos were evaluated visually and under a microscope and the customers¿ indicated failure mode for foreign matter on the needle, with the incident lot, was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. CAPA# (B)(4) was initiated for fm on cannula. Conclusion. Confirmed complaint. Refer to CAPA # (B)(4) to document the investigation path, root cause analysis and remediation plan to include corrective and preventative action.

Event description:
It was reported that several bd vacutainer® flashback blood collection needles, 22gx1", with the black shields, had foreign matter on the needles. No serious injury, blood to mucous membrane exposure or medical intervention was reported.